Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when they got into their car the cgm was reading 74 mg/dl. While the patient was driving, their blood glucose dropped, and the patient passed out which resulted in a car accident. When the paramedics arrived, they checked the patient¿s blood and the meter was reading 37 mg/dl and the cgm was still reading 74 mg/dl. The patient was transported to the emergency room (ER) where their blood glucose was monitored. While in the hospital, the patient stated their the cgm was displaying 96 mg/dl and their bg was 45 mg/dl. It is unknown if the patient received treatment there was no further event details provided. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.